Event description:
It was reported that the external blood leaked from the prismaflex m100 ckt set during treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, a photograph sample was provided for evaluation. Visual inspection of the photo did not allow observing any issue that could explain the reported defect. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the set component damage was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.